Event description:
The customer called to report failed battery test alarms and the battery compartment heating up. The customer tried different batteries, but the issues continued. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with a blank display and battery tube heating up due to a component puncturing through the isolating tape and making contact with the positive side of the battery tube. Unable to verify the failed battery. Test alarms due to the blank display.